Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. It was noted, both serial digital interface (sdi) ports 1 and 2 had noise in the video and sometimes backed out. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during pre-use inspection, the nurse observed that the high-definition lcd monitor had noise in the video and backed out intermittently (patient information disappeared). Subsequently, testing was completed, and the device was used to complete the intended procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d8, d9, h3, h4, h6, and h10. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.